Event description:
Bedside rn noted that foley bag had developed a hole in it near urimeter - pt is unstable on ECMO initially for covid-19 ards. Foley is a coude and placed at osh prior to transfer. Pt is on continuous anticoagulation due to ECMO circuit and has had issues with coagulopathy - therefore only bag changed out instead of foley. However, break in system places pt at increased risk of cauti. Rn saved foley in biohazard bag - will communicate with cns that is on cauti doman team and ip regarding this event - this is now multiple foleys that have developed holes in the system.